Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d2, d3, d8, g1, g4, h2, h3, h6, h11 correction to d8 changed from yes should have been no based on the results of the investigation, olympus confirmed the reported allegation, however, the root cause could not be identified. Therefore, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the needle sheaths were shearing when inserting in scope when removing from scope. The issue occurred during a diagnostic endobronch ultrasound procedure. The procedure was completed with the same device and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.